Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, an 'oxygen (o2) sensor fault' message displayed on the central control monitor (ccm). As mitigation, the electronic patient gas system (epgs) was rebooted which resulted in calibration being successful and the message disappearing. The epgs was used for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
UDI related data quality updates only: the device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The pst observed that the data log indicated two instances of 'oxygen (o2) sensor lifetime expired' events. The date indicated was 20oct2094 which was the date and time information obtained from the central control monitor (ccm) at the time the log entry was written. During evaluation, the sensor lifetime expiration events did not occur. The epgs was successfully calibrated and held o2 blend setpoints steadily and accurately. The log indicated that the occurrences of the 'o2 sensor lifetime expired' events were due to a sudden change in the system date/time. It was determined that the epgs met specification. Per data log review: there was multiple gas pressure under range events and a year jump to the year 2094 on 08sep2023. The random change to the year will cause the o2 sensor hours to increase which will display a 'service gas system' message. The unit could not be serviced by the manufacturer and the customer cannot order replacement parts as the unit was at its end of service life. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.